Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they put a battery in the insulin pump it would alarm a failed battery test. The customer¿s blood glucose level was unknown. They were advised that batteries should be stored at room temperature and be used within expiration date. They were advised to clear the alarm with escape and act buttons. They were advised if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. Instructed customer to check contacts on battery cap for damage. Contacts are not missing or damaged. The battery compartment was not damaged or corroded. The customer did not have a new battery to test if the alarm will recur. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected failed battery. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.